Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is not currently available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, m, 40/0, taper 12/14 on (B)(6) 2016. Two days after surgery the patient complained of hip not feeling correct and loud squeaking noise, x-rays taken on (B)(6) showed that the liner disassociated from the cup. The patient was revised on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) male patient complained of his hip not feeling correct 2 days after the implantation surgery, which took place on (B)(6) 2016. However, it wasnt until x-rays were taken on (B)(6) that showed what appeared to be the liner disassociated from the cup. Patient had also complained of loud squeaking noise. Revision surgery was scheduled for (B)(6) and the disassociation of the liner from the cup proved to have happened at this time. Review of received data: - one lateral view and one ap view pelvis x-rays dated (B)(6) 2016 were received for the investigation. It is observed that the ceramic head is not centered in the acetabular cup anymore. The liner seems to have dissociated from the acetabular shell and dislocated. However, since there are no post-op x-rays no further comment can be made. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: the event is the revision surgery of the patient due to disassociation of the liner form the shell. The received x-ray presents that the liner has disassociated from the shell and the ceramic head has dislocated and not centered in the cup anymore. However, it is not known whether the head dislocated before the disassociation of the liner from the shell. Due to absence of surgical reports and post-op x-rays it is not possible to make further analysis of the event. The investigation of the event including the devices manufactured by (B)(4) is done under (B)(4). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).